Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-06082. It was reported the patient was scheduled for a revision of the ipg due to the ipg location causing discomfort. The patient also complaint of pocket heating while recharging. The physician elected to replace the ipg with the smaller eon mini model.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.